Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we found any further additional information.

Event description:
It was reported that during insertion at the axillary artery for placement of the impella 5.0, the valve of the axillary sheath had a slit that resulted in blood loss estimated at 500-1000 cc. As per additional information no surgical technique required to control blood loss. Surgeon applied jaw clamp at graft to stop bleeding. Patient is stable and still on support with impella pump. No additional information is available and no other adverse event was reported.

Manufacturer narrative:
Device used in treatment. One 23f abiomed axillary introducer sheath was returned from the customer. There were no other accessories. Blood was found on and inside the sheath. The sheath was returned already peeled in half. The hemostatic valve was damaged (torn). The rest of the sheath looked normal. No manufacturing defects were found. Upon evaluation of the returned product, it was found that the hemostatic valve was torn when viewed under a 10x microscope. The sheath was already torn in half when received back from the customer, so a leak test could not be performed. Returned device analysis reveals one 23f abiomed axillary introducer sheath that is within manufacturing specifications. According to the complaint report, the patient experienced bleeding from the valve of the sheath. The sheath was found to have a torn hemostatic valve which would account for the blood loss. The valve may have been torn as a result of off center insertion due to use error/mishandling in the field. Per qa procedure vacuum leak test - perform pressure and vacuum leak test per procedure. This procedure is performed by qa 100%. Per instructions for use IFU: when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Dilators, catheters, and pacing leads should be removed slowly from the sheath. Rapid removal may damage the valve membrane resulting in blood flow through the valve. CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.